Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon was upside down when inserted and upon removal the string was wrapped around the tampon. She was unable to use the string to remove the tampon and had to manually remove the tampon. She did not seek medical assistance.